Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. The customer stated the blood glucose was high due to not taking enough insulin. The high blood glucose was treated with manual injection. Customer declined troubleshooting for high blood glucose. The customer was assisted with calibration and use of bolus wizard. The product will not be returned for analysis.